Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted for out-of-range (oor) shock impedance. Review of device data revealed that a measurement of 125 ohms had triggered the alert. Technical services recommended increasing the oor alert for this patient and doing further evaluation of system integrity should another alert occur. The ICD and right ventricular lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that this patient's implantable cardioverter defibrillator (ICD) alerted for out-of-range (oor) shock impedance. Review of device data revealed that a measurement of 125 ohms had triggered the alert. Technical services (ts) recommended increasing the oor alert for this patient and doing further evaluation of system integrity should another alert occur. Further information was received indicating that a code 1005 was triggered, indicative of an open circuit condition detected during shock delivery due to a high oor shock impedance measurement greater than 145 ohms. Ts indicated that this right ventricular (rv) lead cannot be relied upon deliver full energy shocks in the future and suggested to revise this ICD system. Eventually, both the ICD and the rv lead were explanted and replaced with a subcutaneous implantable cardioverter defibrillator system. This rv lead is expected to be returned for analysis and no additional adverse patient effects were reported.

Event description:
It was reported that this patient's implantable cardioverter defibrillator (ICD) alerted for out-of-range (oor) shock impedance. A review of device data revealed that a measurement of 125 ohms had triggered the alert. Technical services (ts) recommended increasing the oor alert for this patient and doing further evaluation of system integrity should another alert occur. Further information was received indicating that a code 1005 was triggered, indicative of an open circuit condition detected during shock delivery due to a high oor shock impedance measurement greater than 145 ohms. Ts indicated that this right ventricular (rv) lead cannot be relied upon deliver full energy shocks in the future and suggested to revise this ICD system. Eventually, both the ICD and the rv lead were explanted and replaced with a subcutaneous implantable cardioverter defibrillator system. This rv lead was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned destroyed and tied in a knot, with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix, which is normal for active fixation leads, and calcification at the distal hv shock coil, on the lead body insulation, tip insulation, and drug collar. An extracting stylet was returned stuck in the lead. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Abrasion, cuts, tears, and punctures were noted on the lead insulation, which is likely explant damage. Deformed and stretched coils were noted as well, in several locations. The high shock impedance allegation was confirmed based on the observation of calcification on the lead on the distal shock coil. Calcium deposits have been shown to increase the electrical resistance of a lead and are a known risk for implanted cardiac leads.